Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to applying impact from hitting/dropping the biopsy channel port or applying physical stress for attaching a forceps/irrigation plug to the subject device. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned her olympus eretero-reno videoscope due to a poor-quality image and a leakage noted during receipt inspection. There was no patient involvement during this event. During the device evaluation, it was discovered that the forceps channel port was shaved. This report is being submitted to capture the shaved forceps channel port confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. There was a leak from the channel tube near the distal end and the image was not displaying due to a damaged charged coupled device unit. Additionally, the forceps channel port had been shaved. If additional information becomes available following the device evaluation, a supplemental report will be filed.